Event description:
The customer contact reported that patient received more medication than intended. At an unspecified time, the device was programmed to deliver morphine 5mg/ml in the pca only mode, with a 1mg pca dose, an 8 minute patient lockout, and an unspecified 4 hour limit. After an unspecified length of time, the patient pressed the patient pendant and the nurse noted that the display indicated that "7.4 mg" had been delivered instead of the expected 1 mg. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.